Event description:
Smiths medical, has been notified of two events of air leakage on the same pt after in use for two days. It is not known if the units were pretested per the instructions for use. Event occurred at hospital - foreign country.